Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating motor error alarm, prime/fill anomaly and off no power from the insulin pump. The customer's blood glucose reading was 203 mg/dl. The customer did not receive low battery alert prior of off no power alert. The customer took out the battery and the pump alerted battery out limit. The customer reported the drive support cap to appear normal. The customer did not report motor position encoder error alarm. The customer stated that they were unable to exit preparing to prime loop. The insulin pump will not be returned for analysis.